Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties were encountered. The patient presented with an acute myocardial infarction. The 99% stenosed lesion was located in the moderately tortuous left anterior descending artery. As the physician advanced the apex monorail 3.0mm x 15mm balloon catheter towards the lesion, moderate resistance was felt. Resistance was also felt as the physician crossed the lesion with the apex, however, the apex balloon became "stuck" in the lesion. The physician noted that "there was a possibility that the balloon catheter may have advanced beyond the tip of the guide wire". The physician had to use moderate to severe force to remove the apex and another manufacturer's guide wire as a unit from the lesion. It was noted that "yellow and red plaque" was on the shaft of the apex. The procedure was successfully completed using another manufacturer's 3.0 x 15mm balloon catheter. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
(B) (4).